Manufacturer narrative:
E1. Initial reporter phone #: (B)(6).h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ap source of contamination was the pipette tip adapter, which remained contaminated with epi, even after cleaning. No health impact or consequence reported.